Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder type"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickle allergy"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy and removal of essure coil found in left side of uterus b/l salpingectomy,total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, rash, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, fatigue, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, cystitis, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 discrepancy as per pif date(s) of removal : (B)(6) 2015 discrepancy as per pif. Legacy device report num 2951250-2016-02875 medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder type"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickle allergy"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy and removal of essure coil found in left side of uterus b/l salpingectomy,total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, rash, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, fatigue, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, cystitis, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal, psychological or psychiatric problems condition, autoimmune disorder type of disorder, malposition of essure device, location of device,rashes or skin conditions type, migraines / headaches , migration of essure device location of device,nausea, neurological conditions or problems type, device breakage, nickel allergy, dysmenorrhea (cramping),expulsion of essure device, pain, vaginal discharge, fatigue, perforation (uterus), gastrointestinal or digestive systemcondition type, abdominal pain" were added. Lab data, patient aka name, patient demographics and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6)-2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder type"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickle allergy"), cystitis ("nfection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy and removal of essure coil found in left side of uetrus b/l salphingectomy,total hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, rash, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, fatigue, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, cystitis, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.